Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No other adverse events were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2015 the customer reported that the right ventricular (rv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the rv lead was surgically abandoned and the device was explanted. No other adverse patient effects were reported. The lead was actively implanted for approximately 12 years, 5 months.